Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited undersensing causing inappropriate mode switch. Further information was requested however, was not provided.